Manufacturer narrative:
Upon reassessment of the event it was determined that the manufacturing site was changed and the MDR will be submitted on: 0002648920 - 2018 - 00558. The initial reported submitted should be voided.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the patient is experiencing dislocations following total hip arthroplasty, and a revision surgery is planned. Attempts are been made but no additional information has been provided at this time.